Event description:
It was reported that a spectrum pump's door is difficult to close and would alarm to close the door. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Evaluation found unit was able to recognize a loaded IV set in all load points and operated as expected. However, the evaluation also found force required to secure door is above expected levels corresponding with the reported symptom (door hard to close and alarms to close the door). The door hooks and latch pins were replaced to correct this condition.